Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. In 2006, the pt presented with an acute mi and the physician placed a taxus express2 2.75x20mm drug eluting stent to the circumflex (cx) artery. The stent was post-dilated with a 3.0x8mm non bsc balloon. Four days later, the pt presented and thrombosis was found. "Ivus found it to be 3.8mm". A quantum 3.5mm balloon dilated the vessel. "Pt is fine and pulmonary emboli was diagnosed." Plavix and asa were given. Additional info regarding this event has been requested.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.